Event description:
While in service a baxter employee reported a colleague infusion pump with failure code 550:320:654:0000 that occurred upon power up with no audible tone. A failure to audibly alarm occurred. There were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is a faulty speaker harness. The speaker harness has been replaced. Additional: a service history review has been performed and it was discovered that the device has been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).